Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional findings of proximal conductor blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, helix distorted/bent, blood in/on helix mechanism and apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that the lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.